Event description:
Pt had an edwards aortic valve implanted 4 years ago. The pt was noted to have congestive heart failure and moderately severe aortic insufficiency and severe stenosis on transesophageal echocardiogram. Direct inspection of the valve revealed severe stiffening and calcification with fusion of the leaflets. The pt underwent reoperative sternotomy to replace the valve.